Event description:
It was reported that the superior vena cava (svc) right ventricular (rv) lead impedance was high. The rv defibrillation was slightly rising. It was also reported there may be a lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. D154awg defibrillator, (B)(6) 2009. 5076-52 implantable pacing lead, (B)(6) 2009. (B)(4).